Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth:patient demographic information was not provided. Patient data was not provided. Sex: patient demographic information was not provided. Patient data was not provided. Weight:patient demographic information was not provided. Patient data was not provided. Ethnicity:patient demographic information was not provided. Patient data was not provided

Event description:
The customer reported erroneous high ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.